Event description:
Medics attended to a person diagnosed in cardiac arrest. The pt appeared to have had a lengthy down time. An automated ECG analysis was performed. A shock was advised and delivered. The following automated ECG analyses resulted in no shock advised decisions. The pt was not resuscitated. The reporter indicated the device should not have advised a shock on the pt who was described as obviously not viable.